Manufacturer narrative:
(B)(4) . This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. The home patient (hp) stated that one of the supply bags disconnected. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was a supply bag was disconnected.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 1. Per the initial report, the home patient (hp) had a system error 2240 alarm (air in the set). The technical service representative (tsr) advised the hp that air had entered the setup. Global product surveillance contacted hp on (B)(6) 2011. The hp stated that one of the supply bags disconnected. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.